Event description:
It was reported that the customer was in the emergency room due to hyperglycemia, and the doctor recommended changing his infusion set. The customer experienced vomiting, excessive thirst and nausea. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Instructed the mother to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.